Event description:
It was reported the devices were used during a v.a.t.s. Procedure. It was reported by the affiliate that the jaws of the first device would not open after the second firing. The second device would not staple or cut the tissue. Five tr35b's are also being returned with the devices. There was no pt consequence.

Manufacturer narrative:
Device a. D6: device returned with no lot ID. H6: damaged firing mechanism. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and tech are listed below. Visual inspections & results: batch number, abefg k00z99 c k; cartridge pan in place/condition, abcdefg yes/good; condition of drivers, abcdefg good; lockout tabs on pan condition, abfg unfired cd fir; and position/condition of wedge sleds, abfg unfired cd ful. Functional tests & results: condition of clamp first lockout, condition of clamping mechanism, condition of knife, and condition of wedge bands, ab good; condition of firing mechanism, ab broken; and is hyper lockout condition present, ab no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that one of the returned cartridges had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. It was concluded that the instruments were returned non-functional. The instruments were disassembled and were found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. If the instruments firing cycle is interrupted, released, then restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument.